Event description:
Off-label dosing - per (B)(6), billing tech - dr (B)(6) is aware orthovisc is normally given weekly for 3-4 weeks but 1 injection works well for the pt. Rx authorized for orthovisc to be administered in right knee once.